Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the procedure the micromanipulator was not working properly, it was misaligned. The procedure was completed with this device. There was no patient complication.

Event description:
It was reported that during the procedure the micromanipulator was not working properly, it was misaligned. The procedure was completed with this device. There was no patient complication.

Manufacturer narrative:
The device was not returned for analysis, therefore the reported allegation(s) in this complaint have not been confirmed. However, the console was serviced by the field service engineer (fse) at the customer's site. After consultation with the doctor, it was found that at the time the error occurred, the adapter plate from the zeiss microscope was not mounted on the microscope. The interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. After that, the acuspot was handed over ready for use again. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There were no manufacturing issues that could have contributed to the reported event. A labeling review was performed and there is no indication that the device was not used in accordance with the IFU. Based on the information provided, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during the procedure the micromanipulator was not working properly, it was misaligned. The procedure was completed with this device. There was no patient complication.

Manufacturer narrative:
The device was not returned for analysis. However, the device was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the centering test revealed that there were no abnormalities. After consultation with the doctor, there was found that the adapter plate from zeiss was not additionally mounted on the microscope. After that, the acuspot was handed over ready for use again. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during the procedure the micromanipulator was not working properly, it was misaligned. The procedure was completed with this device. There was no patient complication.